Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll thailand. The customer's report was duplicated and attributed to front case kit w/button board. The front case kit w/button board needs to be replaced to resolve the report. The device was not recertified as the customer declined repair. Analysis for reports ofthis type has not identified an increase in trend.